Event description:
It was reported there was no telemetry when the device was checked at a regular follow-up. There was also no pacing pulse on the ECG. The patient's pulse was 50 bpm and fluid was accumulating, indicating heart failure. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no telemetry and no output. Further testing revealed the no telemetry and no output conditions were the result of lifted hybrid bond wires.